Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 25 mmol/l at the time of incident. Customer treated with manual injection to correct the blood glucose. Customer stated they open to try and shorter the cannula. Customer had issue with infusion set and had bent cannula. The insulin pump will not be returned for analysis.